Event description:
It was reported a patient underwent neurosurgery with a craniotomy via a left eyebrow incision on an unknown date and topical skin adhesive was used. At the end of operation, the incision and the skin over top of eyebrow was coated with adhesive. Had extensive swelling over left face which gradually resolved. About 10 days after surgery, as the adhesive was starting to separate from the skin at the edges, they teased off a piece at the edge. Much to their surprise, they removed either a full thickness or near full thickness piece of skin. They presumed that this bit of skin had died from in essence a pressure induced ischemia of my skin underneath the adhesive, where the skin could not stretch from the underlying edema. The swelling/edema was extensive enough that it extended well to the right side of the face from the left eyebrow incision. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information: patient provided photos of wound/face the morning after surgery, then 3 days later with the worst of the swelling, then maybe a week later with the swelling mostly gone but the residual dermabond in place, and then after I had removed some of the dermabond from over my left eyebrow. I thought that pretty clearly when I removed the dermabond, I was removing the skin underneath down to the underlying tissue that was healthy--it did not hurt when I pulled off the skin, and from what I could see, what was attached to the dermabond looked mostly like dead tissue. As there was no dressing on the wound other than the dermabond, I did intermittently put ice on the wound while in the hospital and then for another 2 days. I might be way off base, but I am imagining that as the swelling increased over my left eye, enough to spread up my forehead and across to the right side of my face, that the swelling put pressure on the tissue underneath the dermabond; the involved skin underneath the dermabond would have had to have been elevated off of the underlying bone to allow for a piece of skull to be cut out for exposure to my meningioma; despite the facial skin being well vascularized, maybe the limited skin elevation off of the underlying bone would have impaired its blood flow prior to placement of the dermabond. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? It was noted the issue was 10 days post op, what was the date? ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Was care taken to avoid dripping near the eye? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.